Event description:
It was reported to medtronic neurosurgery when the physician was testing the product before implanting they found that the valve was occluded. The physician used a new valve to finish the operation. It was also reported that the patient was overall ok and under observation in hospital.

Manufacturer narrative:
The valve was patent. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. It met all of the requirements for the siphon, reflux, preimplantation, and pressure-flow tests. It did not meet requirements for the leakage test. A tear was observed on the silicone above the valve¿s cassette housing. It is unknown how or when the damage occurred. The instruction for use that accompany the device caution that the improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. A review of the manufacturing records showed no anomalies. All valves are 100% inspected at the time of manufacture. (B)(4).